Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid effluent (one day prior to event onset). The cause of the peritonitis was not reported. The same day as onset, the patient presented to the outpatient department; however, it was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment with unspecified antibiotics. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available as the reporter declined to provide any further information.